Manufacturer narrative:
12/16/96 - supplemental report #1 submitted to FDA. Additional data entered in d9. Device evaluation indicated and codes entered in h3 and h6.

Event description:
The device was applied during a lobectomy procedure. Reportedly, the instrument was difficult to open. The surgeon manually manipulated the device off the tissue. The hosp has reported that no pt injury occurred.